Event description:
It was reported during a da vinci-assisted left hemicolectomy procedure, the system encountered several integrated electrosurgical unit (iesu/erbe) errors. The customer replaced the cautery cable three times and also restarted the iesu, but the issue returned. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the error logs and confirmed the iesu errors. The procedure was completed with no reported patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the erbe faults, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the alleged issue and the replaced the erbe. Isi has received the da vinci product involved with this complaint, but the failure analysis evaluation has not yet been completed. The complaint regarding the iesu was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed erbe errors related to the reported complaint. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the system had recurring errors on the iesu. The fse confirmed the issue and replaced the iesu. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) and the reported errors were not replicated during testing. The iesu was tested on an in-house system and the iesu energized/cauterized and all ports recognized instruments.